Event description:
It was reported that during the implant procedure, the lead helix could not be extended and the lead failed to be fixed. Another lead was implanted. No patient complications have been reported as a result of this event.